Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the hcp refilled the patient's pump for the first time. The hcp was expecting 17 ml but only got 12.5 ml. He also pulled back 5, 20 ml syringes of air to see if there was air in the pump. The hcp was only able to fill with 16.5 ml. Environmental/external/patient factors were not provided. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.